Manufacturer narrative:
H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was removed or broken upon receipt. The top case was chipped, and the right plunger case was cracked. An error code was found in the event history log (ehl). After a flow test was performed, the customer reported issue was duplicated. The root cause of the reported issue is attributed to customer impact whereby the main board was knocked loose from the extrusion causing the motor rate error. To correct this issue, the main board was realigned onto the extrusion. The worm coupling and gear were replaced as a preventive measure as those parts were over nine years old. The speaker was replaced as a preventive measure for the primary audible alarm post error in the history. The damaged top case was replaced. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Additional information was received by the manufacturer via email and attached to complaint object which confirmed that the customer had no information about when or how it occurred.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited motor rate error-primary audible alarm and top housing is cracked. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Corrected data: h6. Health effects codes.